Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reports that when trying to give a bolus delivery, buttons got stuck. Customer attempted to change batteries and received battery error. Customer states numbers on screen began to scroll up. Customer also reports that insulin pump fell causing a crack above screen display. Customer's blood glucose was 300 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.